Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one unused sample was received. The sample was visually and functionally tested and no difficulties were observed during inflation. The complaint of cuff inflation difficulty cannot be confirmed nor replicated. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the cuff is hard to inflate". There was no patient involvement, and no patient harm/adverse event reported.